Event description:
A shaft gas leak was reported. A 1.5 cx 90 degree icephere needle was selected for use in a renal cryoablation procedure. During device integrity testing, prior to insertion into the patient, the needle was submerged in a testing bowl and bubbles occurred along the shaft of the needle at the proximal end near the shaft to handle joint, but not at the joint. The needle was exchanged and the procedure was completed with no reported patient complications.

Event description:
A shaft gas leak was reported. A 1.5 cx 90 degree icephere needle was selected for use in a renal cryoablation procedure. During device integrity testing, prior to insertion into the patient, the needle was submerged in a testing bowl and bubbles occurred along the shaft of the needle at the proximal end near the shaft to handle joint, but not at the joint. The needle was exchanged and the procedure was completed with no reported patient complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned and tested for an air leak with none found. No air bubbles were seen coming from the needle shaft or the handle joints. The device was ran through a freeze cycle and produced an iceball of adequate size. There was no issues found with the functionality of the device and the complaint was not confirmed.